Event description:
It was reported that the patient had their device implanted for severe back and leg pain. Over the years the patient had undergone many revisions and additions to their system.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4).